Manufacturer narrative:
(B)(4). Batch # n91g31. Additional information was requested and the following was obtained: sales rep called to provide additional clarification on what he meant by saying the jaws were difficult to open. What he meant was that after the device was fired, the surgeon had to manually open the jaws using laparoscopic graspers. Did the surgeon attempt to manually open the jaws with his fingers? Yes, once the device was removed from the body, the surgeon attempted to open the jaws manually with his fingers and was successful. If no: was the device on a vessel/artery when it would not open? No. If yes, how was the device removed? (I.e. Cut off, forced opened) n/a. If cut off, did this cause a change in the plan of care for the patient? N/a. Did the removal cause any damage to the vessel/artery? N/a. If yes, what is the damage and how was the damage repaired? N/a. Did the surgeon continue the case with this same device? No.

Event description:
It was reported that during a laparoscopic colectomy procedure, after the initial first two-three activations of the enseal the upper jaw became immobile. During subsequent activations, the upper jaw had to be forcible opened after transactions were completed. There was no concern with the seal the device provided, or with how the I-blade advanced. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n91g31. The device was received in good physical condition. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.